Manufacturer narrative:
Additional reporter name: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an auto-fill failure occurred and pumping stopped. The iab was removed and replaced with a new one. After insertion of the second iab, the console generated a fiber optic sensor failure message. The customer disconnected and reconnected the fo cable with the same result. Fluero shows correct placement of the iab and the insertion site was noted to be femoral. They were advised to switch to the central lumen to transduce pressure. They have not connected a flush line, but the customer stated they will do this and attempt to provide the arterial line this way. They understand how to do this and stated they no longer needed assistance. There was no patient harm or adverse event reported. This report is for the first iab used in this event. A separate report will be submitted for the second iab.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. One kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and a leak was detected on the extender tubing approximately 3.0cm from the female leur tip. The reported problem was most likely triggered by the leak found on the extender tubing. The penetration found on the extender tubing appear to have been caused by a sharp object. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-2019 to nov-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).